Event description:
A nellcor puritan bennett sales rep was in the process of performing a product demonstration and inservice to the personnel at hosp. The device was not in use on a pt. The sales rep had set the device up on standard test conditions with a rate of 15 and an I-time of .5. He turned away from the device to give additional instructions. When he redirected his attention back to the device he noted that the I-time had spontaneously changed to 2.3. The sales rep had had problems earlier that day with the I-time setting and noted that he could not set the I-time lower than .3 or get the I-time to stabilize at .5 easily. This event took place on approx may 21, 1998.